Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had several implantable neurostimulator (ins) and lead revisions. The reason for the revisions were reported to be unknown. No symptoms were reported. The consumer reported that they had the leads changed "like 6 times and the leads were left laying there." This started when they had the implant "and the battery rolled so they put in some mesh cage deal and they have had the leads replaced six times since then." The patient was very upset. Relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.